Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer observed medium to large air bubbles coming from the cartridge during the fill tubing step of the load sequence. During troubleshooting, the customer attempted to prime air out of the tubing, but stated that the air bubbles were still present. Tandem technical support (cts) discussed proper load techniques and ensured the customer to prevent introducing air into the cartridge when filling and how to properly remove air from the cartridge prior to filling with insulin; the customer acknowledged and stated she had not removed air per the updated software procedure. Additionally, it was reported that the customer experienced fill resistance while attempting to load a new cartridge. Cts assisted the customer in changing the needle tip on the syringe and inserting the cartridge. The customer was successfully able to load the cartridge and resume insulin. The customer stated that due to having arthritis, loading the cartridge per the updated software requirements is difficult. The customer reported a bg level of 71 mg/dl. Reportedly, the cause of the bg is due to miscalculating carbohydrates for a meal bolus, which caused the customer to over-bolus. The customer drank some orange juice to address bg level. A follow-up call indicated that the customer's bg level stabilized to 137 mg/dl and she is "fine" now.